Manufacturer narrative:
Device had blank display due to broken solder joint and lifted traces at interface board. Unable to perform the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to blank display. Unable to perform the device trace history download or carelink upload due to blank display. Device had cracked end cap, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump was completely blank. The customer¿s blood glucose level was 400 mg/dl. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that the display did not returned after insulin pump restart. The customer reported other events such as vomiting. The customer could not troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.